Event description:
The customer's father stated that the customer was in the hospital for brain surgery, which was not diabetes related. While in the hospital, the customer experienced a blood glucose reading over 500 mg/dl. The customer's doctor advised that the customer discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.